Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 47mg/dl. The customer treated with maple syrup. Customer indicated that their blood glucose value was 201mg/dl at the time of the call. There was no indication that the insulin pump over delivered insulin and customer indicated that the pump programming is correct. The product was not returned for analysis. Customer was advised to monitor the pump and blood glucose and call back if any further issues.